Manufacturer narrative:
Correction: medical device name, item number, catalogue number, UDI number, lot number, device expiration date, device manufacturing date. A titan touch pump and two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. New lot number review: the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. H3 other text : mechanical analysis of the device would not confirm nor refute the reported event of infection.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an infection. The patient experienced drainage in the scrotum and corpora, so the device was removed and replaced with a malleable device.